Event description:
The pt's explanted device was received at cochlear's european office with no prior info. According to the paperwork accompanying the device, the pt's skin flap had become infected and the surgeon explanted the device. It was also reported that the electrode array had migrated out of the pt's cochlea in may, 1997. At that time, the array was reinserted and the pt was able to use the implant. Add'l info has been requested but not received.